Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 2669 captures the reportable event of foreign matter within the package. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: correction: initial reporter phone additional information: b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was opened to be used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the pre-product inspection, a foreign substances were found inside the packaging. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on december 27, 2020: these products are over pouched (using external vinyl to prevent contamination) when products arrive at the distribution center for business purpose. The foreign matter reported was found between outside of the sterile barrier, but inside of the external vinyl pouch.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was opened to be used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the pre-product inspection, a foreign substances were found inside the packaging. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on december 27, 2020: these products are over pouched (using external vinyl to prevent contamination) when products arrive at the distribution center for business purpose. The foreign matter reported was found between outside of the sterile barrier, but inside of the external vinyl pouch.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 2669 captures the reportable event of foreign matter within the package. Block h10: the returned percuflex biliary stent was analyzed. Photos of the complaint device were provided by the complainant and showed a foreign matter in or on the pouch. A visual evaluation noted that there were two particles of foreign material between the plastic bag and the pouch. No other issues with the device were noted. The complaint was confirmed. Based on the information provided, it could seen 2 particles of foreign material between the plastic bag atd the pouch. Therefore, the conclusion code for this complaint will be manufacturing deficiency this indicates problems traced to manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was opened to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during inspection, a foreign matter was found inside the sterile bag and the sterility of the device was compromised.. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event.